Event description:
It was reported that a (B)(6) study, pt underwent a kyphoplasty procedure on level t12. A cement extravasation in the venous vein to level t12 was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method- device not returned, f/u with rep.